Event description:
A physician reported a patient who was originally skin tested and then reskin tested about 2 years ago with negative results at another physician's office. In 2000, the physician attempted to treat the patient in the glabella using a 0.1 ml skin test. The patient developed swelling and "itchiness" at the treatment site. On 7 apr 2000, the patient was examined by the physician and it was noted there was redness, swelling and induration at the treatment site. The physician prescribed corticosteroid-topical. On 14 apr 2000, the patient was examined by the physician and it was noted pt had a 3cm x 1cm area at the treatment site which was swollen and indurated but there was no further redness or "itchiness". The physician prescribed advil. The physician believed this was a definite hypersensitivity to the collagen. No further medical or surgical intervention was planned.